Event description:
It was reported that the atrial setscrew on the implantable cardioverter defibrillator (ICD) could not be re-engaged at the completion of a lead revision procedure. The ICD was then replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694765 lead, implanted (B)(6) 2008. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found. The returned device indicated a damaged grommet and setscrew.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).